Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It reported that the tip of a cypher screw inserter broke off during insertion of the screw into the pedicle. The tip was detected outside the operating field and the procedure was completed using a second screwdriver. There was no patient impact.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, a photo was provided but it did not show the tip of the device. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It reported that the tip of a cypher screw inserter broke off during insertion of the screw into the pedicle. The tip was detected outside the operating field and the procedure was completed using a second screwdriver. There was no patient impact.